Event description:
From staff: while using the plunger (q tip) part of the d help a very small piece was noted to be missing when it was removed from the trocar after cleaning. The trocar cap was searched, the field and floor around the bed was investigated and the md looked around inside the patient, no foam piece was found.